Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Two weeks later a revision surgery was performed, upon inspection a hole in the left cylinder was found. The pump and left cylinder were explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Two weeks later a revision surgery was performed, upon inspection a hole in the left cylinder was found. The pump and left cylinder were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinder had a fold in the middle. Proximal end, and distal end of it. Fluid leakage was found due to a hole in the middle consistent with sharp instrument damage. The cylinder also had broken fabric threads from wear in the middle where also a bulge was found when inflating the cylinder with a syringe. The pump was visually inspected and underwent leak and functional testing. The pump tubing was cut down to the pump block, and it was not returned for analysis. The pump passed leak testing; however, it did not pass activation tests. Based on the information available and analysis results, the bulge found on the cylinder could have caused or contributed to the reported clinical observation of mechanical issue; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.